Event description:
My dexcom g7 failed and my sugar was down to 55 and it wasn't reading correctly. It made me very sick and felt out like I was going to go out. Took 6 hours to get where you could function. This isn't a safe production and failure could be deadly.